Event description:
It was reported that during implantation of an impella cp, the 14 french sheath was observed to be leaking. The sheath was replaced and implantation was successful. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Impella cp and 14fr x 13cm introducer were returned for evaluation. Introducer damage - mechanical: returned 14fr x 13cm introducer was returned split due to removal and was not able to be leak tested. Clinical details noted that after dilator was removed from the introducer that the hemostatic valve was bleeding and leaking. The root cause of the introducer damage could not be definitively determined as the returned product was returned peeled-away and therefore unable to be leak tested and limited clinical details were provided. Access site bleeding - minor: clinical details noted bleeding from peel away valve after dilator was removed. A new introducer was inserted and resolved the bleeding issue. No patient harm was noted and no blood products were given. The root cause of the access site bleeding could not be definitively determined as limited clinical details were provided.